Manufacturer narrative:
Sections with additional information as of 31-mar-2026: h10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation; customer had returned the incorrect test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 145, 174, 150, 158 and 147 mg/dl. The customer stated their expected am fasting blood glucose test result range is 95-109 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/29/2027 and per the customer the open vial date is <1 week. The meter memory was reviewed for previous test result history: result 1: 145 mg/dl date: (B)(6), time: 9:49am fasting. Result 2: 174 mg/dl date: (B)(6), time: 9:37am fasting. Result 3: 150 mg/dl date: (B)(6), time: 9:35am fasting. Result 4: 158 mg/dl date: (B)(6), time: 9:30am fasting. Result 5: 147 mg/dl date: (B)(6), time: 7:24am fasting.